Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal wire driver, micrometric, 1-4mm trigger handle did not allow for firm capture of the pin. The surgeon had switched the key chuck in order to drive the pin. There was no patient harm or delay reported, and the procedure was completed with an alternate device.